Event description:
It was learned from the implant patient registry that a model 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 2 years, 6 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the implant patient registry and through medical record that a model 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 2 years, 6 months due to enterococcus faecalis av endocarditis. The patient was discharged on pod #23. Per medical record, the patient presented with lower extremity swelling and stasis leading to ulceration and erythema, chills and fatigue, acute on chronic chf, and was diagnosed with sepsis, blood cultures positive for enterococcus faecalis. A tee revealed vegetation on the aortic valve and pacer leads. The patient was treated with antibiotics. Twenty (20) days after admission the patient underwent debridement of the aortic annulus and redo avr. The post cpb valve function was assessed by echo the aortic valve appeared normal without any pvl. The patient was transported to cticu in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.